Event description:
It was reported that the video system center displayed error e333 and the touch panel became unresponsive. The issue was identified during a pre-use inspection. There were no reports of patient involvement.

Manufacturer narrative:
Full name initial reporter establishment name: (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.